Manufacturer narrative:
(B)(4). X-ray demonstrated moderate calcification on all three leaflets and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1.5mm on leaflet 2 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 3mm near commissure 3 at the outflow aspect. Swollen and thickened tissue was noted on the free margins of leaflet 1 near both commissures and on leaflet 2 near commissure 2. Incidental findings: approximately 30% of the sewing ring cloth had been cut. Additional manufacturer narrative - the device was returned to manufacturer where the reported stenosis was confirmed as secondary to host tissue and pannus. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information tha a 25mm mitral bioprosthetic pericardial valve was explanted duet to mitral stenosis secondary to pannus formation after an implant duration of six (6) years and 11 months. The valve was replaced with a 25mm pericardial valve with no adverse patient effects reported as a result of the valve replacement.